Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed that the probable cause of the blurry image issue is due to zoom function failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the evis lucera elite gastrointestinal videoscope had blurry image. The issue occurred during inspection for use. There were no reports of patient involvement.